Manufacturer narrative:
The manufacturer previously reported wrong information in product brand name (rfb) and common device name which were corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging hypersensitivity and cardiac arrhythmia. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on apr 15, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging hypersensitivity and cardiac arrhythmia. There was no report of serious patient harm or injury. There was no report of medical intervention. Box b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.). Box b2 was corrected to blank. (Previously, it was other serious or important medical events.). Box h1 was changed from serious injury to product problem. H6 health effects - impact code was corrected.